Event description:
Meter name: sure step enhanced, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: unk. A pt reported they had bypass surgery due to the meter malfunctioning. Pt's meter allegedly was inaccurately low. The result on their meter was a little over 200mg/dl. The result from the lab was in the 300mg/dl range. The time difference between pt's meter and the lab is unk. Pt mentioned that their cardiologist stated that the surgery was due to "untreated diabetes". Pt said they did not wish to provide anymore info until they speak with their attorney. No further info has been reported.